Event description:
It was reported that the target lesion had instent restenosis in the iliac, with moderate tortuosity and calcification. The foxcross balloon ruptured during the first inflation at 6 atmospheres. Difficulty was experienced removing the balloon from the patient as the balloon was not fully deflated. The balloon became caught on the tip of the sheath during retraction into the sheath; therefore, the sheath was removed from the anatomy and a cutdown was performed at the puncture site to facilitate removal of the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was a radial and longitudinal rupture in the balloon 1.5 cm distal to the proximal seal, confirming the reported rupture. Scanning electron microscopy analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. It was reported the catheter was used to treat in-stent restenosis in a moderately calcified lesion, which likely contributed to the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the warnings section of the fox cross instructions for use states: treatment of vessels with moderate to heavy lesion calcification should be treated with care. It may be associated with decreased success rates and increases the risk of problems and adverse effects (insufficient expansion of the balloon, balloon burst, vessel trauma, coronary vessel dissection, perforation, etc).

Manufacturer narrative:
(B)(4): patient selection. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.